Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the lack of coverage began in around (B)(6)2017. The lead revision was performed on (B)(6)2017 and a percutaneous lead was placed up next to the surgical lead. The issue was resolved and the patient had adequate coverage as of after the surgery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting coverage on the opposite side of the body from where they needed the coverage. It was reported that the patient was going to have a lead revision. The surgeon plans to pull the tails out of one of the ins ports and place a percutaneous lead in the port instead. No further complications are anticipated.